Event description:
It was reported that the patient was experiencing a pain at the injection site. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. 32 samples of product were taken from the device production line and were visually inspected in order to verify that the spring is not released. No discrepancies were detected. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.